Event description:
Pt with extensive medical h/o ca and had egd for stent replacement. Pt continued to have s/sx associated with leak. In 2008 an esophagogram show extravasation of contrast. Second procedure performed to remove the stent on three days later.